Manufacturer narrative:
This event occurred in (B)(6). The other reagent related to this event is reported in medwatch report with the patient identifier: (B)(6).

Manufacturer narrative:
Further investigation concluded that a delay in sample clotting, caused either by medication or by the physiological condition of the patient, may lead to incorrect results. Since creatinine measurements are very low in concentration, any change in sample volume will produce a significantly different result. Incorrect results may be either lower, when a micro clot is partly blocking a sample needle, or higher when a micro clot is stuck to the outside of the sample needle. No adverse events were reported.

Manufacturer narrative:
Updated to include lot number.

Event description:
The customer received questionable creatinine plus results for one patient sample. The following patient had erroneous results that were reported outside the laboratory. On (B)(6) 2011, the sample on a (B)(4) 902 analyzer, and the initial result was 0.34 mg/dl. The patient's previous result performed (B)(6) 2011 was elevated, therefore, the sample was repeated on a (B)(4) 912 analyzer which generated a result of 0.45 mg/dl. The 0.45 mg/dl result was reported outside the laboratory. The attending physician questioned the result and requested a rerun be performed. The same sample was repeated on a (B)(4) 902 analyzer and generated a result of 1.80 mg/dl. The patient was not harmed by the event. The field service representative checked the analyzers. He ran performance checks and precision studies.